Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that patient compliance was the primary reason for overdischarge. The reporter stated that there was no issue with the device and the patient had been getting great coverage. The patient reportedly had ¿some personal issue¿ and just stopped charging. The last time the patient had recharged or felt stimulation was about six months prior to this report. Telemetry issues were noted and a power on reset (por) condition was reported. Later that day it was reported that a physician mode recharge (pmr) was done. The patient then reportedly experienced an overstimulation sensation. The patient indicated that the sensation started with he was using the patient programmer. The patient had reportedly tried to sync the patient programmer with the ins and nothing had happened; he then tried syncing again and the overstimulation started and a por message appeared on the programmer screen. The patient stated that it had felt like stimulation was on ¿full blast¿ and his leg had felt numb. Stimulation was turned on and then off using the patient programmer, but the issue was not resolved. A brief pmr was then performed and the uncomfortable stimulation stopped and the patient reportedly felt better. After the overstimulation stopped, the patient indicated that one leg felt like it ¿didn¿t want to move¿ and still felt numb. The patient stated that the ins was fully charged and it was unclear what type of por was active. It was later reported that the patient had spoken with a manufacturing representative to resolve the issue. The reporter stated that the patient had been able to resume proper use of the device since the incident had occurred.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37092, lot# 251060001, implanted: (B)(6) 2010, product type: accessory. (B)(4).